Manufacturer narrative:
Product was reviewed for functionality. Washer and locking nut appeared to be installed correctly. Unable to replicate problem.

Event description:
A small bone distractor was implanted in the patient. Four to five weeks post op, the distal k wire in holder stripped and would no longer hold the distractor in place. The distractor was replaced on (B)(6) 2020 in a revision surgery.